Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue. (B)(4).

Event description:
Costumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer originally called due to an e-5 error message and while in the process of troubleshooting the customer got a result of hi. The customer's expected fasting blood glucose test result range is 60 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 11/23/2017 and open vial date is 11/16/2016. The meter memory was reviewed for previous test result history(date/time not set correctly): (B)(6). Memory concerns:hi result. The customer originally calling due to an e-5 error message while in the process of troubleshooting the customer got a result of hi. Explained to the customer that hi means that the result is reading over 600 mg/dl. The customer stated that she is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer stated that she has not taken her insulin at all today. The customer is testing four to five times a day (fasting). The customer has not made any recent changes in her diet,exercise regimen and medication;customer informed of the product proper storage recommended by manufacturer.